Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 24gx0.75in winged bc safety shield activation failed it was reported by customer that when retracting the needle it was stuck to the cathelon. Attempting to remove it with required excessive force, dislodge the catheter, twice this occurred both with 24s. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): 40619 date of incident (yyyy-mm-dd): (B)(6) 2024 site name/location: bonnyville healthcare centre level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: 24 gauge IV bd cathena ref (B)(4) when retracting the needle it was stuck to the cathelon. Attempting to remove it with required excessive force, dislodge the catheter, twice this occured both with 24s. Impact of incident: 2 successful IV insertions failed due to cathelon being dislodged when retracting the needle device information device name/description: catheter IV safety winged with multiguard 24gax0.75in cathena manufacturer: becton dickinson canada inc serial or lot number: unknown device expiry date (yyyy-mm-dd): unknown supplier: the stevens company ltd supplier catalogue number: 333-386815